Manufacturer narrative:
Additional narrative: patient weight is unknown. Date of postoperative plate breakage is unknown. Date of original implant procedure is unknown. (B)(6). The device is not distributed in the united states, but is similar to a device marketed in the us. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: march 24, 2003. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the investigation has shown that the matrix mandible plate is broken through the third plate hole as complained. The review of the production history revealed that this plate was manufactured in march 2003 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. The measured plate thickness at the area of the broken plate hole is according to the specifications. Unfortunately the information given did not provide sufficient evidence for an exact determination of the failure reason. A review of the device history records found no issues that would have contributed to this complaint. No manufacturing related failure could be detected. A manufacturing related condition can be excluded; no indication for material or design related issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a matrixmandible plate broke post-operatively. An explant procedure was scheduled for (B)(6) 2015. Patient status is unknown. This report is 1 of 1 for (B)(4).